Manufacturer narrative:
B 5. Describe event or problem, b 6. Relevant tests/laboratory data, including dates, h6 investigation findings, h6 investigation conclusions; corrected data; initial MDR inadvertently provided incorrect information. The report should not have been submitted.

Event description:
It was discovered that due the explanted device being at complete eos and unable to interrogate that a date discrepancy in the high impedances was created in the decoder spreadsheet. With the date discrepancy resolved, the high impedance was then seen to occur on date of implant and resolve the same day. Therefore the high impedance seen on date of implant can be attributed to implant procedure and should not have been captured. The event is concluded invalid. The event date will not be updated as the high impedance should not have been captured. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was found from product analysis of patient's explanted generator that patient was seen with high lead impedance. Impedance was later seen to have resolved. It is unknown what intervention was taken to resolve the high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.